Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided.

Event description:
It was reported by the aci sales professional that a (B)(6) female patient underwent a diagnostic left heart catheterization procedure on (B)(6) 2013. Access was obtained just above the bifurcation via a 6f sheath (model unknown). A pre-procedure femoral angiogram revealed "mild" presence of pvd/calcium in the vicinity of the access site and the vessel size to be greater than 7mm. Following the procedure, the technician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the device was deployed per the IFU, with the exception that the sales professional had the deployer hold venous pressure for an additional minute, due to the access being close to the bifurcation. When the procedural drape was removed; a hematoma larger than 6cm was noticed distal to the access site in the lower groin at the medial thigh area. The hematoma was massaged with 15 minutes of manual compression. The bleeding appeared to continue therefore; manual compression was applied for approximately 1.5 hours. Later the patient was transferred to the operating room (or), where a surgical cut down was performed and a perforation was sutured to stop the bleeding. The patient was hospitalized due to the mynx device/mynx procedure. The date of discharge is unknown. No further information is available.

Manufacturer narrative:
(B)(4).